Manufacturer narrative:
Patient information is unknown. Additional product code: hwc. Device was not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. Manufacturing location: (B)(4). Manufacturing date: 25november2014. Expiry date: 01november2024. The review of the device history record did not reveal any non-conformance reports or issues that would contribute to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: the surgeon tried to lock the second distal hole of the variable angle distal humerus plate (va-dhp) medial extension plate with the reported screw during a surgery. The head of the screw did not lock the plate. The surgeon tried to remove the screw, but the screw was spinning freely at that time and could not be removed. The surgeon removed the other inserted screws and pulled out the plate. As a result, the screw was successfully taken off. The surgery was extended for thirty (30) minutes. No adverse consequences were reported. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Additional narrative: a manufacturing investigation action was conducted/performed. The screw is broken into 2 pieces. The shaft and head threads are damaged. The anodize color is stripped on screw. The head thread profile could not be checked due to damage. Since feature relevant to the complaint could not be checked due to damage this complaint cannot be confirmed from a manufacturing standpoint. We do strong assume that trough out the insertion of the screw in to the plate the screw head thread got squeezed and completely worn off. A manufacturing related fault can be excluded. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.